Event description:
It was reported that the patient had one spectra penile prosthesis malleable cylinder implanted on the left side. The spectra cylinder was removed due to erosion. There were no further patient complications reported as a result of this event.